Event description:
During hd catheter full, the catheter was discovered to have fragemented. This was being done as part of dhmc's plan to replace known, defective bard opti-flow chronic dual lumen hd catheters. A post procedural cxr was done to confirm placement of the fragmented catheter.